Event description:
It was reported that during a da vinci-assisted surgical procedure, the single-port monopolar curved scissors instrument was tagged in the operating room because it stopped working (non-intuitive motion). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The single-port monopolar curved scissors instrument was analyzed, and the reported failure was not replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The tips opened and closed properly. The instrument passed the energy recognition and delivery tests with no issues. The instrument was fully functional. No product issue was identified. Additional observation not reported by site: the instrument tube adapter was found to be broken at the distal end. The broken piece is approximately 0.073" x 0.116" in size. The fragment was not returned along with the instrument. The complaint regarding the non-intuitive motion was not confirmed by fa, however fa did find an issue with the instrument that could lead to a reportable complaint.